Event description:
Same case as MFR #: 2134265-2010-01869. It was reported that during a percutaneous coronary intervention (pci) procedure a vessel dissection occurred.the concentric shaped, de novo lesion was located in the non tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After engaging the catheter and guide wire in the mid lad, the physician attempted to dilate the lesion with a 2.5x13mm non-bsc balloon but was unsuccessful. The physician then advanced a 2.0x10mm flextome balloon to the lesion, but was unable to cross. The physician then attempted to ablate the lesion in the proximal lad with a rotablator 1.5mm bur, but the stall light came on. The physician exchanged the bur for another 1.5mm bur and when he stepped on the foot pedal, he could hear a wind sound out of the rotablator advancer. He exchanged the advancer and then successfully completed the ablation. The physician then predilated the lesion with a 2.5x13mm non-bsc balloon. After the dilation was completed, the physician observed on angiogram that there was a dissection flap mid lad. The physician deployed a 2.5x32mm and 3.0x32mm taxus stent from the mid lad to the lad ostium. Final angiograms revealed no residual stenosis and flow was timi iii. There were no patient complications. Patient status is reported as ¿stable¿.

Manufacturer narrative:
Device evaluated by MFR: the catheter was attached to the returned advancer used in the procedure. Tug and connect/disconnect tests were performed to examine the integrity of the handshake connection. There were no issues with the handshake connection. The catheter and complaint advancer were wire guided using a test guide wire without any issues. The catheter was wet tested and there were no issues noted with the catheter unit. The console's stall light did not ignite. The burr was microscopically examined and met specifications. A scratch test was performed and confirmed that the burrs cutting action was acceptable. There were no issues observed with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of this complaint is caused by other device. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-01869. It was reported that during a percutaneous coronary intervention (pci) procedure a vessel dissection occurred. The concentric shaped, de novo lesion was located in the non tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After engaging the catheter and guide wire in the mid lad the physician attempted to dilate the lesion with a 2.5x13mm non-bsc balloon but was unsuccessful. The physician then advanced a 2.0x10mm flextome balloon to the lesion but was unable to cross. The physician then attempted to ablate the lesion in the proximal lad with a rotablator 1.5mm burr but the stall light came on. The physician exchanged the burr for another 1.5mm burr and when he stepped on the foot pedal he could hear a wind sound out of the rotablator advancer. He exchanged the advancer and then successfully completed the ablation. The physician then predilated the lesion with a 2.5x13mm non-bsc balloon. After the dilation was completed the physician observed on angiogram that there was a dissection flap mid lad. The physician deployed a 2.5x32mm and 3.0x32mm taxus stent from the mid lad to the lad ostium. Final angiograms revealed no residual stenosis and flow was timi iii. There were no patient complications. Patient status is reported as 'stable'.

Manufacturer narrative:
(B) (6). (B) (4).